Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient had high impedances and loss of therapy. The patient denies any fall or accidents. An impedance check was ran and attempted programming was done. Surgical intervention has been planned. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the high impedances was not determined. The patient said there were 3 high impedances at most recent battery change. The cause for the decrease in stimulation was determined to be due to high impedances at one contact over programmed area. The patient was reprogrammed on with in normal impedances contacts. The issue has not been resolved and the patient is being referred to neuro surgeon for possible lead revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the surgical lead was replaced on the day of the report due to out of range impedances on the old lead. The rep reported that the lead would be returned. No further complications were reported.

Manufacturer narrative:
H6: correction to fdc, fdr, fdm codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Analysis of the lead, serial# (B)(4) found the lead end/insulation was consistent with metal ion oxidation and the lead end /connector was not completely seated in the ins connector port. If information is provided in the future, a supplemental report will be issued.